Manufacturer narrative:
A review of the manufacturing documentation associated with lot: 18048283 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after using a 120cm outback elite re-entry catheter to wire back into the true lumen of the target lesion, the physician removed the outback device and a fracture to the distal tip was observed. The entire outback re-entry catheter was able to be removed from the patient, including the fractured portion of the distal tip, and there was no reported injury to the patient. The device was prepped per the instructions for use (IFU) and there was no apparent damage to the device prior to use. Heparinized saline was used during preparation to flush all specified ports on the device. A .014 non-cordis guidewire was used for the procedure. Information regarding the patient, target lesion, target lesion characteristics, and torqueing of the device was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g4, g6, h1, h2, h3, and h10 . This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, g3, g4, g6, h1, h2, h3, h6, and h10. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after using a 120cm outback elite re-entry catheter to wire back into the true lumen of the target lesion, the physician removed the outback device and a fracture to the distal tip was observed. The entire outback re-entry catheter was able to be removed from the patient, including the fractured portion of the distal tip, and there was no reported injury to the patient. The device was prepped per the instructions for use (IFU) and there was no apparent damage to the device prior to use. Heparinized saline was used during preparation to flush all specified ports on the device. A .014 non-cordis guidewire was used for the procedure. Information regarding the patient, target lesion, target lesion characteristics, and torqueing of the device was requested but was not provided. The device will be returned for evaluation.addendum: product evaluation on 06-sep-2022 releveled that the shaft of the 120cm outback elite re-entry catheter was punctured.

Manufacturer narrative:
An update to the device analysis has been completed, but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after using a 120cm outback elite re-entry catheter to wire back into the true lumen of the target lesion, the physician removed the outback device and a fracture to the distal tip was observed. The entire outback re-entry catheter was able to be removed from the patient, including the fractured portion of the distal tip, and there was no reported injury to the patient. The device was prepped per the instructions for use (IFU) and there was no apparent damage to the device prior to use. Heparinized saline was used during preparation to flush all specified ports on the device. A .014 non-cordis guidewire was used for the procedure. Information regarding the patient, target lesion, target lesion characteristics, and torquing of the device was requested but was not provided. One non-sterile outback elite 120cm re-entry unit was received for analysis. The cannula needle was received puncturing the shaft of the unit; this puncture/cut is located approximately at 2.5 cm from the distal tip. No other visible anomalies were observed during the analysis. Note: the outback elite catheters are packaged with the cannula deployed. Due to the needle puncturing through the shaft, amplified images were taken. First, the punctured area was reviewed, and the damage was between the distal housing (metal portion) and the shaft. The slider mechanism was also reviewed, and a dent was observed on the component. An x-ray analysis was performed, but no details could be observed. Due to the puncture/cut noted on the unit received, an sem analysis was performed, and the results showed that the puncture/cut area of the sheath of the outback elite 120cm re-entry unit presented evidence of elongations, transferred/adhered plastic material on the cannula and plastic deformation on the wire at the punctured/cut area. The characteristics found on the damaged area are commonly associated with material tensile overload. Therefore, it is likely that the sheath material was induced to a tensile force that exceeded the yield strength prior to the puncture/cut. Due to the transferred/adhered material found on the cannula, it can be suggested that the unit was torn with the cannula needle from the inside of the unit. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 18048283 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip fractured in patient¿ was not confirmed since a fracture was not found during analysis of the returned device. However, a puncture/cut of the shaft was noted; therefore, an event of ¿deployment difficulty through shaft¿ was confirmed. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, procedural/handling factors likely contributed to the issue experienced since the punctured area was found between the distal housing and the shaft along with a dent on the slider component per the amplified visual analysis. These damages could be related to the needle being stuck in this portion of the unit, and due to the dent found on the slider mechanism, an over-force of distal movement of the mechanism. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the information on safety within the IFU, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip.¿ neither the product analysis nor the phr review suggests that the events reported could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.